Manufacturer narrative:
Final analysis found that the device was received without the ventricular setscrew. Once a replacement setscrew was added the device exhibited normal device characteristics and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ventricular lead exhibited high impedance. The device was attempted to be reprogrammed, however was unsuccessful, the physician believes the pulse generator maybe damaged due to an unspecified issue. The decision was made to explant and replace both devices. The patient's condition post procedure was stable.